Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that this patient was found unresponsive with 18 minutes of pump off time and resuscitative efforts were made. Upon arrival at the hospital, a computed tomography (CT) scan revealed an anoxic injury and the patient expired after the family decided to withdraw support. The pump ((B)(4)) and concomitant device ((B)(4)) were returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a vad stopped alarm due to a driveline disconnection. The returned controller passed visual inspection and functional testing. Visual inspection showed that the driveline connector was clean and there was no sign of damage or contamination. A supplemental testing was performed with a test-bed driveline cable to test the reliability of the driveline connection and the test result showed that the driveline connection was reliable. Functional and dimensional testing of the returned pump did not identify any issues that may have caused or contributed to the reported event. The most probable root cause of the reported driveline disconnection cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death and stroke are known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported form the united states that this (B)(6) male patient and his family were at the mall shopping. The patient went to the men's room in one of the department stores. After about ten (10) minutes, the family became worried and asked someone to please check on him. The patient was found unresponsive. Emergency medical service (ems) was called and resuscitation efforts began. Preliminary log analysis revealed a ventricular assist device (vad) disconnect; no other alarms were activated. The pump was off for 18 minutes according to the log files. The patient was resuscitated but upon arrival at the hospital, a computerized tomography (CT) scan showed massive anoxic injury. The family elected to withdraw support and the patient expired late on (B)(6) 2013. The family consented to remove the pump and it was explanted and returned to the manufacturer for evaluation.